Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the 3 lupine suture anchors were broken (bent) right out of the box. The boxes were sealed and in excellent condition according to the nurse. 3 other lupine anchors came out of the box with the suture loop disengaged from the mouth of the anchors. The complaint device was received and evaluated. Visual observations and visual inspection on the pictures provided confirm that 3 devices were observed that the anchors are bent, and 1 device was observed that was slight bent and the suture was disengaged from the mouth of the anchor. In addition, 1 device was received in its original packaging. The box presented marks of damage and was found stained, the sterility of the device was not compromised, because the inner package was in good conditions. The complaint reported was confirmed. The possible root cause for reported failure can be attributed to be exposure to high temperature during transportation/ stock/ trunk stock and for suture loop disengaged and for the damage in the box can be occurred during handling or transportation. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [4l53325] number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the 3 lupine suture anchors were broken (bent) right out of the box. The boxes were sealed and in excellent condition according to the nurse. 3 other lupine anchors came out of the box with the suture loop disengaged from the mouth of the anchors. Multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, it will be properly updated. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, 3 devices were observed that are bent and 1 device was observed that the suture was slight frayed, was disengaged from the mouth of the anchor. The complaint reported was confirmed. The possible root cause for reported failure can be attributed to be exposure to high temperature during transportation/ stock/ trunk stock and for suture loop disengaged can be attributed to the suture cracked/frayed. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [4l53325] number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during bankart repair, it was observed that three anchor devices were bent right out of the box. According to the report, the boxes were sealed and in excellent condition. During in-house engineering evaluation of the photo provided by the facility, it was determined that the device was bent. There was a five minute delay in the surgery to get open a new implant. The procedure was completed successfully. There were no fragments generated. There were no adverse patient consequences reported. No additional information was provided.